Event description:
The infusion pump was received at service facility with a vague report of the pump over delivering while being used clinically. No specific clinical or pt info was able to be received. No pt injury was reported.